Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000367.

Event description:
It was reported that in the middle of a diagnostic colonoscopy procedure, the video system screen image flickered and then went blank. Troubleshooting to try another power cord and another power outlet was made but unsuccessful. The procedure and then performed in another endoscopy center and another device was used. As such, a 2-hour delay occurred, wherein the patient had to be awoken and re-sedated once a new machine was operational. The customer had to go to another endoscopy center to borrow a new device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported failure (power does not turn on, light keeps blinking, and device does not work) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the cause of the reported issue was due to a power supply unit failure. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.